Event description:
The customer reported that a while running an htlv-I assay, summit sample handler, pipetted a bubble into a well in row h and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-04242-8.